Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. No intervention was performed. The patient was stable and would continue to be monitored.